Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.